Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 168.2 miu/ml and was reported outside the laboratory. A physician questioned the low result because it did not match clinical picture for the patient. The sample was repeated with a 1:100 dilution and the result was 14544 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. The customer confirmed this was a single occurrence and that they have had no other issues. The customer refused analyzer performance testing. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical root causes of this type of issue include preanalytic issue such as inadequate sample preparation or bubbles on the reagent or the sample. Other possible root causes include issue with the sample quality or insufficient maintenance of the analyzer.